Event description:
It has been reported to philips that fluoroscopy was not available. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary diagnosis procedure was performed when the issue happened, and procedure was postponed and was completed next day after x-ray tube replaced. A philips field service engineer (fse) inspected the system onsite and confirmed that fluoroscopy was not available. This issue represents a recurrence of a previously documented issue. Upon troubleshooting it conclude that there is malfunction in the x-ray tube grid switch that ceasing operation immediately upon the initiation of fluoroscopy. Power did not restore, and while fluoroscopy resumes after such errors, it was not feasible due to a tube current error. Fse concluded that the grid switch was defective. The tube failed due to an insulation issue between the filament and the cathode head, causing a small filament short circuit. To resolve the issue, fse replaced and the x-ray tube. After replacing the x-ray tube, system was returned to use in good working order. The codes were updated based on the investigation outcome.